Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement and confirmed via x ray. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement and confirmed via x ray. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the h1: type of reportable event.